Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the I-blade lower tip out of lower jaw channel. The device was connected to the generator and it was recognized. Due to the condition of the I-blade not all functional testing could be performed with the generator. The condition of the I-blade prevented the functionality of the device. The instrument was unable to fully cycle open and close. It is possible that because the I-blade it¿s on the wrong side of the jaws, there could be contact with the electrode causing a short resulting in an alert screen ¿reposition jaws and reactivate.¿ a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Event description:
It was reported that during an unknown procedure, the jaw became not to open and ¿reposition jaws and reactivate¿ was displayed. Another device was used to complete the case. There were no adverse consequences to the patient.